Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/17/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, drainage.

Event description:
Patient reported a right side deflation, removal due to textured device, and "puss". Device remains implanted.

Event description:
Patient reported a right side deflation, removal due to textured device, and "puss". Healthcare professional additionally reported "right deflation and asymmetry". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, wear abrasion, broken of plug strap and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Healthcare professional additionally reported "right deflation and asymmetry".